Manufacturer narrative:
H2) additional information: d9, h3 h3) updated device evaluation: due to the product being returned for investigation, the file was re-opened and the evaluation summary amended as follows: medtronic led an evaluation of the reported bipolar maryland forceps and the associated device logs. Evaluation of the logs did not indicate any instances of use with the bipolar maryland forceps. There were no indications of an instrument error. The use time was one hundred and eighteen minutes with a use count of two. Visual inspection of the returned bipolar maryland forceps noted no corrosion on the electrical contacts. There was no damage noted to the drive cables. The jaws were misaligned. There was separation between the spacer and the pulley on one side. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were still able to be manipulated despite the observed misalignment. Electrical testing was performed and the bipolar maryland forceps was read with no observed failures. Evaluation of the bipolar maryland forceps confirmed the reported condition. The root cause for the reported plastic fracture condition may be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic hysterectomy procedure, the bipolar maryland forceps broke. The broken bipolar ma ryland forceps was removed and replaced with a new one to resolve the issue. There was no patient injury.

Event description:
It was reported that during a robotic laparoscopic hysterectomy procedure, the bipolar maryland forceps (bmf) broke. The broken instrument was removed and replaced with a new one to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs for the reported bipolar maryland forceps. The bipolar maryland forceps sample was not made available for this incident. Evaluation of the logs did not indicate any instances of use with the bipolar maryland forceps. There were no indications of an instrument error. The use time was one hundred and eighteen minutes with a use count of two. Evaluation of the bipolar maryland forceps noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic hysterectomy procedure, the bipolar maryland forceps (bmf) broke. The broken inst rument was removed and replaced with a new one to resolve the issue. There was no patient injury.